Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported 7 years post implant that twos (t-wave oversensing) due to low r-wave was detected. Device remains implanted. No further patient complications have been reported as a result of this event.